Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 6/7f mynxgrip vascular closure device (vcd) did not deploy correctly per the surgeon. The sealant was deployed to the proper location at the femoral artery puncture site and then dislodged completely above the skin, and not partially into the tissue. Two devices were opened for the procedure. The right groin deployed okay and the left groin did not. The devices were used in an aortogram where bilateral femoral artery access was obtained with ultrasound guidance. Both mynx devices used were from the same lot. The procedure used an antegrade approach, and the deployer was certified in the use of the mynx device. The sheath introducer used was from cordis, though the lot and catalog numbers were not specified. The model and french size of the sheath were not provided. The suitability of the femoral artery was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer, and the vessel type was arterial. The vessel diameter was verified to be greater than or equal to 5 mm, with no vessel tortuosity or presence of peripheral vascular disease (pvd) or calcium at the puncture site. Hemostasis was achieved through manual compression, which lasted for 20 minutes. The user shuttle was completely deployed, but unusual force was applied when retracting the sheath. The advancer tube was engaged and visible, and it was held in place while removing the balloon from the access site. The device was saved and is available for evaluation.

Manufacturer narrative:
As reported, a 6/7f mynxgrip vascular closure device (vcd) did not deploy correctly per the surgeon. The sealant was deployed to the proper location at the femoral artery puncture site and then dislodged completely above the skin, and not partially into the tissue. Two devices were opened for the procedure. The right groin deployed okay and the left groin did not. The devices were used in an aortogram where bilateral femoral artery access was obtained with ultrasound guidance. Mynx devices used were from the same lot. The procedure used an antegrade approach, and the deployer was certified in the use of the mynx device. The sheath introducer used was from cordis, though the lot and catalog numbers were not specified. The model and french size of the sheath were not provided. The suitability of the femoral artery was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer, and the vessel type was arterial. The vessel diameter was verified to be greater than or equal to 5 mm, with no vessel tortuosity or presence of peripheral vascular disease (pvd) or calcium at the puncture site. Hemostasis was achieved through manual compression, which lasted for twenty minutes. The user shuttle was completely deployed, but unusual force was applied when retracting the sheath. The advancer tube was engaged and visible, and it was held in place while removing the balloon from the access site. The products were not returned for analysis. A review of the manufacturing documentation associated with lot f2432402 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the devices and the events. Without the return of the device for analysis, the reported customer complaint " sealant dislodged¿ could not be evaluated. With the limited information provided and with no procedural films, the cause of the reported event could not be determined. It is possible that factors related to the procedure, handling, and/or patient anatomy contributed to the reported event according to the product¿s IFU, which is not intended as a mitigation, step 3: remove device, ¿retract syringe plunger to lock position. Apply light fingertip compression proximal to the insertion site, then lightly grasp the advancer tube at skin with thumb and forefinger and realign with the tissue tract. Open the stopcock to deflate the balloon. To ensure complete balloon deflation, wait until air bubbles and fluid have stopped moving through the inflation tubing. Slowly withdraw the balloon catheter through the advancer tube lumen. Note: if unusual resistance is felt during balloon catheter withdrawal, pull the advancer tube and balloon catheter together through the tissue tract. While maintaining fingertip compression on the skin, remove the advancer tube from the tissue tract. Continue to apply fingertip compression for up to 1 minute or as needed. If hemostasis is not achieved, apply additional compression as necessary. Apply a sterile dressing once hemostasis is achieved.¿ it should be noted that failure to hold the advancer tube in place and/or a proper position of the tamping tube was not maintained during catheter removal, the sealant could be dislodged from the vessel wall. Additionally, if the user over-tamps by pushing the tamping tube too far into the hydrogel sealant, the grip tip of the sealant may adhere to the advancer tube and the sealant may follow the advancer tube out of the tissue tract during removal. Based on the information available for review, there is no indication to suggest that the reported incident could be related to the design or manufacturing process of the units. However, a risk assessment has been initiated to further investigate similar complications reported.